Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a non-emergency procedure, which was completed as planned, as the issue occurred after the case was done. The philips field service engineer (fse) inspected the system onsite and confirmed that patients slid off the table. Upon troubleshooting, the fse found that the lateral patient slid off the table when trying to be moved onto the table due to the table brakes releasing. To resolve the issue, the fse replaced the geometry module as a precaution to wear and physical damage to the brake release mechanism. The defective geo module tilt wp was returned to philips for failure analysis. The malfunction of the geo module tilt wp was confirmed, with the frontal shutter broken. After the geometry module was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that while transferring a patient, the table breaks released and the patient slid off the table. The system was in clinical use at the time of the event. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.